Manufacturer narrative:
Review of the device manufacturing record history. Review of the device manufacturing record history confirmed device met pre-release specifications.

Event description:
On (B)(6) 2010, a gore hybrid vascular graft was implanted in an av access application. The procedure was performed in the patient's left upperarm from the brachial artery to the axillary vein. Shortly after the procedure, an arterial steal required a graft banding.